Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was getting out of range message on their controller. The patient was implanted 5 days ago and impedances were normal. The patient's ins was at end of service (eos) due to normal battery depletion. The patient had their intensity set to 2.8 ma. They were then incremented to 2.9ma a few days ago and woke up rigid and unable to move. They attempted to increase settings and got oor (1703 and 1098 message). The rep saw the patient and they were unable to move because they lost therapy. They programmed c+1- and the patient was able to get some therapy relief. The rep said the patient had high impedance on electrode 0. After further communication, it was determined that the patient had an open circuit on contact 1 and contact 0 did not have an impedance issue. Additional information was received reporting the rep had mentioned/confirmed "avoid" in the red and it was reviewed that would be >40,000 ohms and a true open circuit. They inquired if the battery longevity would be similar to not having an open if they avoid contact 0. The rep will provide more information once they see the patient in clinic.